Event description:
When removing the pad a burn mark was noticed and was still present a day later. No other info is available.

Manufacturer narrative:
Unit passed all functional tests and was within specs. No problem found.